Manufacturer narrative:
D6a - (B)(6)2023. A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -9.5/2.0/094 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2023. Low vaut was observed. The lens remains implanted. Reportedly: patient is super happy. Patient will be monitored and no exchange is planned.